Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary medwatch report number mw5093190.

Event description:
It was reported via maude report that a patient reported frequent loss of connection which resulted in them not receiving an alert for a hypoglycemic event. Date of issue is an approximation. No symptoms of the event and no treatment information were provided. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent the the initial MDR, the awareness date is being corrected to 03/11/2020.